Event description:
During surgery for a gamma3 long nail, when the surgeon drilled for the proximal hole after the distal hold drilling and left the drill at this site, the drill impinged with the nail. The surgeon changed the procedure to insert the distal screw first then did the calibration of the proximal drilling and drilled. The operation was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.